Manufacturer narrative:
Carefusion complaint number (B)(4) . (B)(4). Results of investigation: the suspect faulty user interface module was returned for evaluation however the reported event was unable to be reproduced.

Event description:
The customer stated that the touch screen on this unit intermittently comes up blank on start-up of the ventilator. There was no patient involvement.